Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/3/2020 h.6. Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample, a damaged valve was observed through the injection port of the sample. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the damaged valve. Damaged valve (rupture) was observed through the injection port of the returned sample. CAPA#1379444 was initiated. See h.10

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "we have just had another incident exactly the same. On this occasion I flushed the venflon after the fact and witnessed the fluid leaking out from what appeared to be either under the pink cap (which I had checked was secured firmly) of possibly slightly distal to this. I have retained the faulty cannula as was requested after the last incident. The batch number on this occasion is different (0022717po2). I am very concerned now that this is happening with multiple batches. I am about to commence two weeks leave so I have cc¿d in my line manager and colleague who can deal with this issue in my absence. Kind regards".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 20 ga 1.1 mm od 32 mm l leaked. The following information was provided by the initial reporter: "we have just had another incident exactly the same. On this occasion I flushed the venflon after the fact and witnessed the fluid leaking out from what appeared to be either under the pink cap (which I had checked was secured firmly) of possibly slightly distal to this. I have retained the faulty cannula as was requested after the last incident. The batch number on this occasion is different (0022717po2). I am very concerned now that this is happening with multiple batches. I am about to commence two weeks leave so I have cc¿d in my line manager and colleague who can deal with this issue in my absence. Kind regards".